Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): no infusion. Drug: 5fu ((B)(4)) - 63 ml (31.5 mg/ml - 37 ml nacl).